Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The customer elected to not replace the display at this time. The customer elected to not replace the display at this time but replaced the bezel. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display and top cover, front panel, rear bezel is cracked. There was no patient involvement.